Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter denied any damages to the pump. In addition, the reporter denied any moisture ingress issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: investigators were unable to investigate the original complaint of intermittent power issue as the pump powered up to a blank screen. The pump was disassembled and evidence of moisture was found on the main printed circuit board, including the display circuit. Unrelated to the original complaint, the battery compartment was cracked in multiple places. No damages were found to the battery cap, as it was able securely attach to the pump.